Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. Additionally, review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from 29jul2019 through 12aug2019. Transient elevations in pump power and estimated flow were captured on 01aug2019, 04aug2019, 10aug2019, and 11aug2019. These elevations ranged from 7.1-7.8 watts and 8.9-10.0 lpm, respectively, and appeared to be associated with pi events. Despite these fluctuations in pump parameters, no other atypical events or alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. The hmii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. The IFU further cautions that right heart failure can occur following implantation of the pump and right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient was admitted with right ventricular (rv) failure. The rv failure was thought to be device related. The patient had an ongoing rv dysfunction or failure over the last few months, lvad speed was at 9000 rpm. Patient had shortness of breath, edema, hypoxia, fatigue. Patient was placed on milrinone infusion, bumex drip along with aggressive IV diuresis with chlorothiazide. Plan is to discharge patient on milrinone for ongoing rv support.